Manufacturer narrative:
(B)(4). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that before the intra-aortic balloon (iab) was inserted in a patient, the iab was unfurled and difficult to insert. The iab was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported that before the intra-aortic balloon (iab) was inserted in a patient, the iab was unfurled and difficult to insert. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).